Event description:
It was reported that during use on a patient with a new iab insertion, the cardiosave intra-aortic balloon pump (iabp) screen is frozen, but only on part of the screen. The waveforms are still in places, but not others, and there are blank gaps in the screen. At times the screen flickers. I suggested replacing the pump for another. I listed the steps involved to do so and she thanked me for the help. There was no report of patient injury/harm. The iabp will be sent to biomed.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Manufacturer narrative:
A getinge field service engineer evaluated patient with a new iab insertion. She reports that the pump screen is frozen, but only on part of the screen. The waveforms are still in places, but not others, and there are blank gaps in the screen. At times the screen flickers. Replacing the pump for another. The steps involved to do so. There was no report of patient injury/harm. The pump will be sent to biomed. Despite gfes (good faith efforts), no response has been received regarding any repair or the status of the iabp. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly. H3 other text : issue resolved over the call.

Event description:
N/a.